Event description:
Reportedly, on operating, after resecting the tumor, fired with eea25 then the donuts tissue of the gastro side could not be confirmed completely. Moreover some staples could not be fired. Used another device.